Manufacturer narrative:
No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event.(B)(4). This report is number 1 of 2 mdrs filed for the same event (also see 0002242816-2014-00022 / 00023).

Event description:
It was reported that upon post-op review of spinal fusion case, it was discovered that there was disassociation of the pedicle screws heads. The screws remain implanted.patient outcome: no information has been provided at this time.